Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being taken to the ER after being involved in a car accident caused by low blood glucose levels. The customer passed out while driving, and reported a blood glucose reading of 17 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer asked for assistance lowering the basal rates per her doctor's request. Nothing further was reported.